Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the patient reported that their cgm device was not providing any readings. No other details were provided regarding what may have caused the no cgm values. Around 230am, the patient had a seizure and her son-in-law called ems. Once ems arrived, the patient¿s bg meter reading was taken and found to be below 54 mg/dl. The patient was treated with IV dextrose and oral potassium and then transported to the ER. The patient was discharged after several hours. The patient was ¿fine¿ at the time of report. Attempts to reach the patient for further event information were unsuccessful. No other patient or event details were available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information was provided on 05/26/2026. An account is visible for data investigation; however, confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..